Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hiatal hernia repair while dissecting near the esophagus, the surgeon noticed a white portion from the bipolar fenestrated grasper's jaws in the abdominal cavity and the jaws were fully opened. The broken instrument was removed along with the port and the white piece of the jaw was retrieved from the cavity. The scrub nurse verified the instrument was complete and nothing remained in the patient. The instrument was exchanged to resolve the issue. There was a 3 minute delay and no patient injury.